Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor cannot run detect and treat) has been confirmed. Upon investigation the monitor failed a pulse test at a us distributor. The cause for the pulse test failure was isolated to pca connectors j1002 and j1003. Oxidation build-up on the connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor cannot run detect and treat testing.